Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy according to the reporter: completed side to side anastomosis with gia 80 blue and all fine. Then used ta90 blue to close, fired and opened the gun, noticed half the staple line was missing - had not gone through the tissue. The tissue was no different. Then resected more and used ta90 green. All fine on 2nd resection. The staples all seemed to come out, except at the end where there were no yellow pushers. Patient is well and doing fine. There was unanticipated tissue loss. But no other adverse effects to the patient. No extension in incision. No additional blood loss. No delay in surgery. Nothing fell into the patients cavity and no reinforcement material used. Sample is being returned.